Event description:
It was reported that upon interrogation, the pulse generator exhibited an ECG anomaly. Despite using a different programmer, the result was the same. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).